Manufacturer narrative:
Investigation conclusion: upon investigation it could be confirmed that the hinge is broken. The broken off part was not returned. Outside the clamping area several dents were detected which suspect clamping outside the clamping area. Clamping outside the clamping area can cause high leverage forces on the hinge which can lead to damage and breakage. The root cause most probably is too high force initiation due to clamping outside of the intended area. No indication for a material or manufacturing related issue found during investigation.

Manufacturer narrative:
Product has not been returned to karl storz (B)(4) for further review, the customer has not yet taken any measures to recover the metal pieces.

Event description:
Per the factory in (B)(6), allegedly there was an event which occurred in (B)(6) that a client performed laparoscopic oophorectomy and performed a postoperative x-ray. A metal piece was found. The customer inspected the therapeutic device used, but the damaged part was not identified. At a later date, the customer noticed the defect when using the device and asked us to inspect the device because there was a possibility that it might remain in the body. When we inspected the device on march 13, 2020, we confirmed that the hinge (the connection with the internal operating wire) was damaged and that there was a grasping mark at the base of the jaw gripping surface (other than the tungsten tip).